Manufacturer narrative:
(B)(4). The incident sample has been rec'd and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open while on tissue. They were removed by cutting tissue adjacent to the jaws with shears. There was no pt injury.